Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed no delivery due to an infusion set or reservoir occlusion. The blood glucose reading was 302 mg/dl. The customer was advised to change the infusion set since he had received a low reservoir alarm as well. Nothing further reported.